Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy due to ipg being inoperable. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced.therapy restored post -operatively.